Event description:
It was reported that "according to customer complaint, can't be mounted on the handle (doesn't fix on the laryngoscope handle). The failure have been discovered before intubation, the devices has been replaced and procedure completed as planned."

Manufacturer narrative:
(B)(4). The sample was returned and sent to the manufacturing site for investigation. The manufacturer reports no problems were found with the blade during engagement with the handle. The blade was tested with two different kinds of handles to confirm the locking and unlocking of the blade and no issues were encountered. The blade was found to be within specification. The device history record was reviewed for the lot number reported and no issues that could have contributed to the reported failure were noted. The device was manufactured according to release specification. The complaint cannot be confirmed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "according to customer complaint, can't be mounted on the handle (doesn't fix on the laryngoscope handle). The failure have been discovered before intubation, the devices has been replaced and procedure completed as planned."